Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during start up of the console, the touchscreen remained black. The unit powered on and then shut down on its own. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The conforming power controller pcb, host module, and battery were replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on may 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming power controller pcb, host module, and battery. The manufacturer internal reference number is: (B)(4).